Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 300 mg/dl. The troubleshooting was performed. The customer was advised to change infusion set. The customer was assisted in performing a 5.0 units fixed prime and the insulin did exit. The customer was advised that the alarm may be possible site related issue, possibly due to a bent cannula or site/set occlusion.